Event description:
During a routine follow-up interrogation, a message was displayed indicating the device was in standby mode. However, the device was successfully reinitialized, and normal operation was observed. The device remains implanted.

Manufacturer narrative:
The device was found in standby mode during a follow-up, remains implanted. A response from the manufacturer is pending.